Manufacturer narrative:
(B)(4). Date sent: 3/18/2026. D4 batch #: z7031e. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis determined that the returned device had the distal tip of the blade broken off and not returned, with the remaining blade portion scratched and showing evidence of contact with metal. During functional testing, an alert screen was displayed, which is likely due to blade damage. Disassembly verified that internal components showed no anomalies. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage, resulting in activation issues such as failing the pre-run test and displaying alert screens like ¿blade error detected¿ or "relaxed pressure on blade," followed by a ¿replace instrument¿ screen. Continued usage of the damaged blade can result in a broken blade. Probable causes of blade damage include external contact during pre-op or general use, blade contact with other devices, staples, or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch z7031e, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the ¿replace instrument¿ alert screen was displayed. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.